Event description:
It was reported by the olympus representative, the evis lucera bronchofibervideoscope had a pinhole (air/water leakage). No patient harm reported. During the evaluation of the device, it was noted the bending section cover had fallen off. This report is to capture the reportable malfunction of the bending section cover had fallen off noted at estimation.

Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. There were stains on the image guide bundle due to external factors. The insertion tube was crushed due to an external factor. The insertion tube cover was crushed due to an external factor. There were scratches on the operation part, switch box, grip, angle lever, up/down plate, and universal cord due to external factors. There was an abnormal noise due to damage to the angle lever due to external factors. The bending section cover adhesive was missing. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 18-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping or hitting, or deterioration by chemical stress during reprocessing. It is suggested to the user facility to review the method of operating environment and handling of the device. Olympus will continue to monitor field performance for this device.